Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that while the pt was at home, and when changing batteries, the pt felt a hit in his body. It was also reported, that several hrs later the pt felt a cold leg. This condition persisted and the pt was admitted to the hosp, where he underwent surgery for extraction of thrombus. The pt was listed as high urgent and is awaiting a heart transplant. In addition, waveforms and a vent fiber were sent to the MFR for analysis.

Manufacturer narrative:
The pt remains on lvad support while awaiting a heart transplant. No further info is available at this time.